Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc. Has contacted the surgeon who performed the surgical procedure regarding the reported event. However, as of the date of this report, no additional information has been provided. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci gynecological procedure, arcing from the monopolar curved scissors (mcs) instrument with the mcs tip cover installed was observed. No other information was provided.